Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the patient developed complete heart block with no intrinsic escape rhythm, requiring external pacing support. It was noted that noise was observed on the marker channels, resulting in inappropriate inhibition of pacing and repeated episodes of asystole, which occurred more frequently when the atrial channel was utilized. Asynchronous pacing modes voo and aoo were required to maintain adequate pacing support. In addition, it was reported that multiple disconnections of the mobile programmer base and mobile programmer application occurred during the procedure. No further patient complications have been reported as a result of this event. Application version: 3.15.3, host tablet os version: 17.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that noise was observed on the marker channels could not be confirmed. Analysis of the service logs found the customer comment that disconnections of the mobile programmer base and mobile programmer application occurred could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.